Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reported issues with their basal insulin program. The patient stated that their basal insulin preset programs were inactive and as a result the patient did not receive insulin overnight. The patient reported that their blood glucose levels went high but did not provide specific values. Medical treatment was not required. Patient was provided a replacement controller.